Event description:
It was reported that the customer had a compromised force sensor system alarm on the insulin pump. Customer's blood glucose level was 145 mg/dl. Customer stated that the alarm occurred during priming. Customer was advised to disconnect from the pump. Customer stated that the drive support cap was sticking out. It was explained that during seating, the force sensor did not detect the reservoir. Insulin pump will need to be replaced. Customer was advised to revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
The compromised force sensor system alarm occurred during basic occlusion test due to protruded/loose drive support disk. The insulin pump was unable to perform basic occlusion, occlusion, excessive no delivery test due to alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.